Manufacturer narrative:
(B)(4). Date sent to FDA: 08/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: an empty opened labeled winding former and a detached needle of product code sxpp1a201 were returned to ethicon inc for analysis. During evaluation of the returned sample, the swage and attachment area were found to be as expected, and the remnant of the suture was noted into the barrel hole. Marks were observed on the edge of the needle, possibly caused by a surgical instrument. In addition, the suture was not received. The manufacturing records couldn't be reviewed as the batch number is unknown. The condition of the sample received indicates improper handling of the device.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was the name of the procedure? Knee what is the lot number? Unknown when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify: intraop. When suturing fascia layer. What was used to complete the procedure? The other one from the same box was there any adverse consequence associated with the patient? No. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2021 and a barbed suture was used. During the procedure, the needle got off the suture. Another device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.